Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. The technical support team confirmed the alarm and decided to replace the pump, noting that consecutive cartridges had alarms. The customer was instructed to use their current pump as a backup therapy until the replacement arrived and was informed about programming their pump settings into the new pump, connecting their cgm, and using the replacement pump's updated software. The customer understood the return process for the problematic pump and was informed they should return it within ten days to avoid charges.